Event description:
It was reported that the user experienced hypoglycemia while using the ilet bionic pancreas, with a lowest blood glucose of 53 mg/dl and lows occurring since the morning, and the user suspected overcorrection of lows that could have maladapted the algorithm; the user self-treated with oral carbohydrate including gummies and sugared coffee and was advised to use juice for treatment, and no alerts or alarms were reported. Symptoms included dizziness, sweating, and nervousness. Outcomes included no assistance required, no professional medical intervention, and no hospitalization. Investigation included user interview and assignment for additional training. Investigation of this case revealed that the cause of hypoglycemia was unclear. It was concluded that device performance could not be fully assessed and additional user training was recommended. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.